Event description:
An overinfusion of nitroglycerine and 0.4% sodium occurred. The pt was treated to counteract the overinfusion.

Manufacturer narrative:
The pump was returned for evaluation. Visual and functional testing was performed and the pump was found to meet all MFR's specs. The accuracy was tested at several rates and apssed all tests. It is suspected that a possible misload of the IV set may have caused the reported overinfusion. Add'l inservicing will be performed on proper loading of the IV set per the directions for use, page 9, which states, "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air-in-line-detector...do not use the door to close athe orange latch." This reported was filled out by the MFR. Pt and incident info was not available from the user facility.